Event description:
It was reported that the programmer "crashed." Follow-up attempts failed to yield more information on it. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).